Event description:
It was reported that the pump requested a minimum of 50 units during the load process and after cold insulin was added to the cartridge. During troubleshooting, the customer attempted to reload the same cartridge, but the same message appeared after 9.8 units were used for fill tubing. The customer loaded a new cartridge successfully and was able to resume insulin delivery. The customer's blood glucose level was impacted (283 mg/dl).

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.